Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a partially covered wallflex rx biliary stent was used in the bile duct during a bile duct stenting procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician advanced the device over a non-bsc 0.025 guidewire to the target lesion and started releasing the stent. However, the stent would only partially deploy. The physician removed the partially deployed stent from the patient. It was unknown whether the stent had been reconstrained. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual examination determined that only a deployed stent and a detached inner catheter were returned for evaluation. The inner catheter was broken 9mm proximal to the proximal end of the inner member jacket. It was also noted that the inner catheter was kinked at numerous positions along its length. Further visual examination revealed that the stent retrieval loop was broken. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a partially covered wallflex rx biliary stent was used in the bile duct during a bile duct stenting procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician advanced the device over a non-bsc 0.025 guidewire to the target lesion and started releasing the stent. However, the stent would only partially deploy. The physician removed the partially deployed stent from the patient. It was unknown whether the stent had been reconstrained. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.